Event description:
It was reported the catheter's handle leaked during the procedure.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a f/u report will be submitted. Date report submitted to FDA by MFR: 12/03/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.